Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure for the right ventricular (rv) lead, the plastic pinch-on tool would not engage. The physician had to use a bit of force to get with the pinch-on tool, which resulted in a slight bend to the lead. Though there was recommendation against proceeding with this lead, the physician tested the lead electrically and chose to proceed with what was described as off-label use. The lead remains in use. No patient complications have been reported as a result of this event.